Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged housing was confirmed with the returned mobile power unit (serial # (B)(6)). The submitted reference photos captured a large fracture near the outlet socket and spanning along the bottom housing. A root cause of the damaged housing could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 21mar2016. It was noted the mobile power unit was not shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. In section 3, entitled ¿powering the system¿, the alarm and use of the mobile power unit is described. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage to the bottom housing and cracks around the power outlet of the mobile power unit.